Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On july 10, 2024, senseonics was made aware of a hyperglycemia event which the patient experienced on 10 july 2024, at 1:30 am. The patient reported that the blood glucose (bg) value at 1:30 am was 250 mg/dl where the sensor glucose (sg) reading was 192 mg/dl. The patient did not receive any high glucose alert since the sg value never crossed above the high glucose alert threshold. Patient self resolved the incident by injecting insulin.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, on 10 july 2024 at 01:30 am, the sensor glucose (sg) value was 192 mg/dl and the no blood glucose (bg) value was entered into the system. The nearest bg value found was at 1:38 am and it was 245 mg/dl. The system did not assert a high glucose alert at the time of incident as high glucose alert threshold was set at 250 mg/dl. The investigation analysis showed declining signal and reference channel values around 09 july 2024 which recovered by 18 july 2024. This was potentially due to an impact to the insertion site. Although the customer or the case notes did not mention any impact to the insertion site, we do no expect every minor to major impact to the insertion site to be memorable, so confirmation from the customer is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies. Once the system recovered on 18 july 2024, the sensor started performing within expectations. The customer has not reported any additional inaccuracies and is currently using the system. This incident does not require any further investigation. B4. Date of this report updated to 07 october 2024. G3. Date received by manufacturer updated to 06 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.